Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A physician reported that four years following a cataract extraction with intraocular lens (iol) implant procedure, glistenings and sub-surface nanoglistenings were observed on the iol.